Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02121, 2017865-2020-02122. It was reported that the patient experienced a pocket infection. Further investigation noted the pocket infection was due to the pacemaker. The pacemaker system was explanted on (B)(6) 2019. The right atrial and right ventricular leads were both explanted on (B)(6) 2019 due to an unspecified lead malfunction. The patient was discharged.

Manufacturer narrative:
As received, a partial lead was returned in two portions: the proximal portion measured 18.2cm (outer insulation and outer coil) and 26.2cm (inner insulation and inner coil) while the middle portion was measured at 18.6cm. Visual and x-ray inspection on the returned portions did not find any anomalies with the exception of damages consistent with procedural damage. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.